Event description:
It was reported the patient presented for an implant procedure. During the procedure, it was noted the guidewire could not be removed from the left ventricular (lv) lead, the lead got damaged. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: h6: previously the investigation conclusion should mention unintended use error caused or contributed to event.

Manufacturer narrative:
The reported events were lead damage and difficulty removing a guidewire. As received, a partial lead was returned in one piece. The reported event of difficulty removing a guidewire was not confirmed. No guidewire returned with the lead. The reported event of lead damage was confirmed. The cause of lead damage was due to the excessive forces resulted in the connector pin, crimp sleeve and cap to be pulled out of the connector assembly consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.